Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a stenting treatment procedure, the stent delivery system (sds) would not cross the lesion. The 90% stenosed target lesion was located in the distal right coronary artery (rca) with more than 45 and less than 90 degrees bend. A 32 x 2.25 mm taxus liberté stent delivery system was selected to treat the lesion but unable to cross the lesion. The procedure was completed with a 2.25 x 28mm non bsc stent. No complications were reported and patient status is stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: a visual examination of the returned unit confirmed distal stent damage. One stent strut on the second distal row was lifted. No further damage was noted to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).